Event description:
A boston scientific wave writer alpha implantable pulse generator was implanted in my dad. After implant, my dad could not urinate; there were no problems with urination prior to the implant. No problems were observed during his trial with the device. The device remains implanted, but was turned off. Now that it is not generating any signals, my dad is able to urinate normally. Before the correlation was made between the device being on and not being able to urinate, my dad was treated in the ER several times for catheterization. Now that the implant is off, he is able to urinate normally. Although, keeping the device off negates any benefit from the surgery and implant. FDA safety report ID # (B)(4).